Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer performed troubleshooting for the no delivery and was resolved with changing the reservoir. The customer's blood glucose was 150 mg/dl at the time of incident. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.